Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, an abnormal noise was heard from inside a ventilator. Upon closing the pressure regulator, the noise stopped. Although the device did not stop cycling, the patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A third party service provider replaced the pressure regulator. The regulator was returned for evaluation. The service engineer evaluated the regulator and could not verify the reported complaint. The regulator was placed into a test ventilator and tested for more than 2 hours with no issues or excessive noises.